Event description:
The patient received two trial leads with the same lot number. It was reported the patient was experiencing bleeding and fluid from the lead insertion site, but no changes in the stimulation. Follow up identified the physician opted to remove the trial leads and bandage the site. It was reported the patient experienced no further leakage and was asymptomatic after the removal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.